Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Although customer reported receiving readings of 358 mg/dl and 60 mg/dl within 10 minutes, customer reported taking an unknown amount of insulin after receiving the first reading (358mg/dl). All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. Customer also reported experiencing symptoms of tremor, sweating and faintness. There was no report of third party medical intervention, death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer's meter (B)(4) and strips (703840) were returned and product testing did not confirm the readings complaint. All results were within range specifications and no errors were observed during control solution testing. The readings reported by the customer were not present in the meter's memory log.